Event description:
It was reported that high, out of range, low voltage lead capture threshold issue, noise, low, out of range, low voltage lead impedance issue and p-wave amplitude variation was observed on the ra lead. Patient was asymptomatic. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.